Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Pacemaker was found in back-up vvi mode. Restoration was unable to perform due to read error. Pacemaker remained implanted. There was no patient consequence reported.